Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized because of her low blood glucose level. She called emergency medical services; they gave her a glucagon shot and took her to the hospital. She was hospitalized (B)(6) 2014 and her blood glucose at the time of hospitalization was 30 mg/dl. The product is not being returned. Nothing further to report.